Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on the phone by the head nurse that ther was a pt appearing swelling and pain on the arm, after stopping the infusion, the pt's pain was relieved. After conducting vascular color ultrasound for the pt, thrombus was excluded. Therefore, the catheter was removed and obvious damage was found at 35 cm fro the catheter and the catheter was almost broken. On (B)(6) rep arrived at the dept and observed that the catheter actually had damage at 35 cm of the catheter and learned in detail the catheterization time of the pt was (B)(6) the pt felt pain on the arm, but the dept did not pay attention to it, on (B)(6), when the pt came to have chemotherapy, this situation occurred again, on (B)(6), the situation was exacerbated, so the catheter was removed and found damge.